Event description:
A malfunction alarm was reported by the customer, indicated by the malfunction code malf 7, while using a tandem pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was informed about the malfunction by technical support and was instructed to return the problematic pump using a pre-paid label. The customer acknowledged and understood the instructions, including how to place the pump in storage mode before returning it, and planned to use mdi as a backup therapy to continue insulin delivery. A replacement pump with a new serial number was arranged.